Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient lost weight and had discomfort at the ipg site. Surgical intervention was undertaken wherein the ipg explanted, replaced and ipg pocket site was relocated. Effective therapy was restored and pain at ipg site resolved.